Event description:
It was reported that the patient passed away, and that the cause of death listed on the autopsy report was dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation is currently in progress, and has not been completed.